Event description:
The customer reported that the system would not boot up. There was no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cpu and the software upgrade during the service call. The system was tested and found to be working as intended and put back into service.